Event description:
It was reported via medwatch (B)(4) that the coil detached before being placed in the desired location. A 3mmx6cm interlock was selected for use in a vascular embolization procedure. During the procedure, the coil detached before being placed in the desired location. No patient complications were reported.